Event description:
It was reported that the procedure performed was to treat a calcified popliteal artery that is 100% stenosed. During placement of large emboshield nav 6 embolic protection system (eps), the nitinol ring on the filter flipped/inverted itself. The filter was able to be withdrawn with the retrieval catheter. During removal of a 315cm barewire, the tip separated and was snared out of the patient. An unspecified device was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a definitive cause for the material separation resulting in unexpected medical intervention to snare the separated tip could not be determined. It may be possible that the tip of barewire was caught within the 100% stenosed and calcified lesion resulting in separation during the attempt to remove. However, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.